Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: black box records multiple unexpected por events on (B)(6) 2016. The battery compartment is cracked at threads on the side, and below the grip pad. Returned battery cap is undamaged and able to fit to maintain electrical connection. Moisture corrosion is observed in the battery canister and on the battery cap, leak test failed due a battery compartment leak, the battery cap was fastened and then unscrewed ½ turn leading to the pump to reboot. Reported ¿power¿ complaint is duplicated. Battery cap was fastened and the pump was able to run for 24hr with no further reboots occurring. Pump¿s cover was removed; further moisture ingress was found to the pcb next to the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).